Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3; h6; h11 visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage and a packaging design issue. An action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant protruded through the packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.